Event description:
This is report 1 of 3 for the same event: it was reported that during a total hip replacement surgery, it was discovered that the internal post was broken and the electrical connection was not working on the battery casing device. The reporter indicated that two spare identical devices were available for use, but resulted with the same malfunction. A third spare identical device was available and was used to complete the surgery successfully. There was a total surgical delay of ten minutes as a result. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
There was no contact phone number provided. The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed on the device which was found to have broken battery contacts. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.